Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the stem product code has been inactive/obsolete since august 2001. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of loosening of stem and cup, found osteolysis and polyethylene wear.